Event description:
The reporter requested download of pump history only. The unit was received, history was downloaded as requested, and the reporter was contacted in 2002 for additional information. At this time, the reporter stated that the unit recognized a 60cc bd syringe as a 30cc syringe and that another syringe was also incorrectly recognized. There was no patient injury or treatment reported with this event.